Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting ranges from 169 to 182mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting (04/04/2015; 2:09pm) with results of 169mg/dl and 182mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 05/20/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 164mg/dl, (B)(6) 2015, 01:19pm; 163mg/dl, (B)(6) 2015, 10:30am; "hi", (B)(6) 2015, 10:30am; 203mg/dl, (B)(6) 2015, 09:00am; 187mg/dl, (B)(6) 2015, 06:19pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause: user has high glucose value.